Event description:
Customer reports they are experiencing fluoro failure during procedures. They can reboot the room and all functions will return to normal for awhile, then after an undetermined period of time, the fluoro function will stop working again, and customer has to reboot. No reported injury.

Manufacturer narrative:
Field service engineer called and talked to the facility biomed, who stated that the unit would not fluoro and would beep when fluoro was attempted. Fse asked biomed to check the system's fluoro timer and reset. The biomed did this and reported the problem gone and that they could fluoro. Fse tested and verified system for fluoro and digital spot operation per lf service manual. System returned to full service by the customer.